Manufacturer narrative:
The data logs were received for review, however there was no change to the investigation results previously reported in MFR report # 1220648-2025-48147-1. Data review: data logs showed pump ran without issue during support. There were suction alarms triggered in the end of the case but resolved quickly. There were no motor current (mc) spikes, abnormal placement signal (ps) or purge issues observed during support. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The investigation for the reported mechanical interaction with blood and hematoma/major bleed has been completed. No product was returned for review. The data logs showed pump ran without issue during support. There were suction alarms triggered in the end of the case but resolved quickly.there were no mc spikes, abnormal ps or purge issues observed during support. The root cause of mechanical interaction with blood and hematoma/major was unable to be determined as limited clinical details were provided and no product was returned for review.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The complainant reported that during impella cp, the patient¿s right groin was soft with continued pressure being held to the right groin hematoma. The doctor at bedside gave the order to give brilinta and then stop cangrelor drop. The next day, the right groin site with bruising but no more oozing overnight or today was noted. Cangrelor drop was stopped yesterday and a low dose heparin was started today. Per the registered nurse, epinephrine/lidocaine were injected to the right groin insertion site and pressured dressing was applied. Hemolysis and hematoma. Were noted. Heparin was stopped. Plasma free hemoglobin was sent. The patient was on one of levophed and one of dobutamine at p8. Echocardiogram showed the impella cp was at 3.7 centimeters and clear of anterior mitral valve leaflet but was lying more towards the septum. The patient was running a fever. Hematuria was improving. Lactate dehydrogenase was down trending. One unit of packed red blood cells was given. No signs or symptoms of bleeding. Were noted the pump was removed and the impella 5.5 was implanted.